Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the hcp can aspirate the pump, but they were unable to fill. The have been unable to refill the pump with 40ml of drug for some time. Caller states he can only get 30 ml of drug in the pump. The patient is a scuba diver and is wondering if this has any effects on the pump. Discussed scuba labeling from the ifp. The pump will be replaced on (B)(6) 2019. The caller states the patient has had no therapy issues and he will send the pump back to the manufacturer for analysis. The caller states he thinks the patient has a pain drug in the pump reservoir too but he does not know what. There were no further complications reported/anticipated.

Manufacturer narrative:
Logs indicate that the drugs being delivered were 15 mg/ml dilaudid at 3.018 mg/day, 25 mg/ml bupivacaine at 5.03 mg/day, 497 mcg/ml clonidine at 99.99 mcg/day, 225 mcg/ml baclofen at 45.27 mcg/day, and 12.4 mcg/ml prialt at 2.495 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-may-16. Records indicate that the device was explanted on (B)(6) 2019 (also reported as 5/15/16). The device was used with/in a patient for treatment. The patient was not in a study. There was no patient death and the patient recovered without sequela. It was reported that the patient scuba dives and may have compressed the pump. The patient¿s weight at the time of the event was unknown. The device was returned to the manufacturer for analysis. There were no further complications reported/anticipated.